Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7019005. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear fixation upn: m365sc43180 model: sc-4318 batch: 24553989 UDI: (B)(4).

Event description:
It was reported patients spinal cord stimulator (scs) explant procedure where in all devices were removed for unknown reason. The explanted device will not be return. No further information has been obtained despite good faith efforts.